Event description:
Customer reportedly rec'd results of 244 mg/dl on the advantage system and 109 mg/dl on a professional's meter within 10 mins. The discrepant results were obtained at the physician's office. No adverse event reported. Controls were run 2 mos ago and were in range. Requested return of suspect device and replacement was sent.